Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable issue of device deployment failure. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the bushing had hits and friction marks. Additionally, the clip assembly had both activations performed. No other issues with the device were noted. Based on the condition and evaluation of the returned device, the clip assembly was stuck into the bushing, and with both activations performed. Consequently, the functionality of the device could not be tested. One of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment failure. The product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip grasp and lock onto tissue; however, the clip could not lock. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of clip stuck into bushing. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the bushing had hits and friction marks. Additionally, the clip assembly had both activations performed. No other issues with the device were noted. Based on the condition and evaluation of the returned device, the clip assembly was stuck into the bushing, and with both activations performed. Consequently, the functionality of the device could not be tested. One of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment failure. The product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. Block h11: correction: block h10 (investigation results - labeling review statement).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip grasp and lock onto tissue; however, the clip could not lock. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h10 for full investigation details.